Event description:
The patient had 3 trial leads (from the same lot) placed. It was reported the patient experienced back pain, cramping and spasms starting 2 days after 3 trial leads were placed. The lead placed at the t12 vertebral level was removed and the symptoms immediately improved.